Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Supplemental record being submitted to correct coding (f10), product investigation conclusion and coding: 2405 - therapy delivery/effectiveness problem. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing lack of efficacy. The cause of the lack of efficacy could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with this neurostimulator wants to have their device removed due to lack of efficacy. The representative mentioned the patient has had several adjustments and reprograms done on their device and is refusing to try another. The patient mentioned that they were doing better with their symptom relief with medication instead of the device. The representative mentioned that the patient had a full device removal on (B)(6) 2025. There were no other patient issues or complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient with this neurostimulator wants to have their device removed due to lack of efficacy. The representative mentioned the patient has had several adjustments and reprograms done on their device and is refusing to try another. The patient mentioned that they were doing better with their symptom relief with medication instead of the device. The representative mentioned that the patient had a full device removal on (B)(6) 2025. There were no other patient issues or complications reported.